Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found insulation abrasion to the connector legs, consistent with friction to the ICD can. The abrasion to the is-1 leg breached the outer insulation which would allow the outer coil to contact the can creating noise. This could cause the sensing anomaly observed in the field.

Event description:
It was reported that the stored iegm showed false sensing. During the explant procedure, insulation damage was noted, but it was not known if the damage occurred during or before the procedure. The ICD and lead were replaced.